Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08march2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse advised the customer to replace the power management board. The customer reported that replacement of the motor controller board ultimately resolved the issue.

Event description:
It was reported that the unit declared multiple errors [3.3 volt supply failed (1117), motor controller (mc) printed circuit board assembly (pcba) analog to digital converter (adc) failed (111d), over voltage protection circuit failed (1127), 5 volt supply failed (1118), 35 volt failure (111b)]. There was no patient involvement. The event date was not specified; estimate used.